Manufacturer narrative:
Update 03/29/2016 10:30 am (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Update 03/04/2016 02:58 pm (B)(4): the hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope could not get a full image. The picture was fine but it was off centered. Possibly, the first lens came loose. ******************************************************************************************* on (B)(6) 2016 06:02 pm: during use, the surgeon could not get a full image. The picture was fine, but it was off centered. (B)(6), surgical instrument technician, looked at it and the eyepiece looked a little off center. He thinks the first lens came loose.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided and a review of the sales history to the account, the device was sold to the account prior to 2009. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope could not get a full image. The picture was fine but it was off centered. Possibly, the first lens came loose. During use, the surgeon could not get a full image. The picture was fine, but it was off centered. Bob manning, surgical instrument technician, looked at it and the eyepiece looked a little off center. He thinks the first lens came loose.